Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-13-2023 it was reported by the patient that 10 infusion sets fell off during use. The event occured within last 6 months. The infusion set was in use for less than 2 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.